Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Device was received missing reservoir tube o-ring, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was cracked across the buttons. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.